Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing intermittent low blood glucose (bg) levels (50-60s mg/dl) and carbohydrates were consumed to address the bg level. The customer reported the low bg was due to being "new" to the pump and the pump settings were adjusted to address the low bg.